Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was able to re-home the system with no issues. She reported that the system was in a small room and they were not letting the system go through its full range of motions during calibration. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A radiologic technologist (rt) reported that he was unable to open the gantry door. This occurred outside of surgery. There was no patient involved with this concern.